Manufacturer narrative:
Additional information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that inaccuracy was likely due to patient tracker movement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that there was a 2 cm inaccuracy. The surgeon had placed the non-invasive patient tracker (nipt) behind the mastoid of the left ear. The surgeon had verified accuracy after registration but felt inaccurate after the site began navigating. The surgeon continued with the case accounting for inaccuracy. There was no delay in the procedure and no impact on patient outcome. It suspected cause is likely to be due to the potential skin flap moved the tracker. The tracker placed behind ear due to placement of the tumor.